Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display was missing columns. It was also noted that the upper case was broken, the lower case and battery drawer were broken and contaminated, both bail covers, ring cover, two case screws, ring cover screw, both bails and ring were missing, the battery contacts were compressed, the keyboard was contaminated, and the battery flex was corroded and contaminated.

Event description:
It was reported the epg (external pulse generator) has missing segments on the bottom screen. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.